Event description:
Reporting status: serious injury/permanent damage. Reporting rationale: non q-wave mi resulting in irreversible necrosis of the heart muscle. Device issue: no device malfunction has been reported. It was reported via trial that predilation was performed prior to stenting. The index procedure involved treatment of the proximal rca, the proximal cx and distal cx. One xiencé v was implanted in each lesion. An add'l lesion in the 1st plsa was also treated with one xiencé v stent. No procedural complications were reported. It was reported that the pt's levels of ckmb were elevated post procedure- and ECG findings were suggestive of a non q-wave mi. There was no report of any treatment. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusions summation-product performance engineering reviewed the incident. Mi is listed in the xience v IFU, as a known adverse event associated with coronary stenting and not necessarily an indication of a product quality deficiency. There was no report of any product malfunction at the time of the stent implants. It is possible that the cardiac enzyme elevation was a secondary effect of the myocardial infarction. A conclusive cause for the reported pt effect, and the relationship to the product, if any, cannot be determined. The three xience v stents that are indicated is being filed under the same MFR number.